Event description:
During the placement of a pacemaker, the md placed the lead however the lead stopped working. The lead was removed and replaced with no harm to the patient. Manufacturer response for cardiac lead, capsurefix novus MRI surescan 58 cm lead (per site reporter). Clinical site notified mfg directly.